Event description:
Device had been stored with an attached non rechargeable battery. The facility reported the device was discovered to be damaged and the device inoperative as a result. The reported discrepancy occurred at some unspecified prior time and had not been witnessed.